Manufacturer narrative:
An outside the united states customer, during troubleshooting of the atellica im enhanced estradiol (ee2) assay, performed an evaluation of serum and plasma samples for the same patients. The customer noted that the results of the plasma samples were elevated compared to the results from the serum samples. Siemens healthcare diagnostics further investigated the issue and confirmed the potential for falsely elevated results when using plasma specimens across the entire analytical measuring range (amr) with the atellica im enhanced estradiol (ee2) and the advia centaur enhanced estradiol (ee2) assays. Starting (B)(6) 2022 an urgent medical device correction (umdc, letter aimc 22-03.a.us) was sent to us customers, and an urgent field safety notice (ufsn, letter aimc 22-03.a.ous) was sent to customers outside the us (ous). The umdc and ufsn explain that falsely elevated results when using plasma specimens across the entire analytical measuring range (amr) with the atellica im enhanced estradiol (ee2) assay may be observed. The communications instruct customers to discontinue use of plasma samples with the atellica im ee2 and advia centaur ee2 assays until further notice. Customers may continue to use serum samples. No further investigation is required. Refer to, remedial action in the correction and removal report.

Event description:
During troubleshooting of the atellica im enhanced estradiol (ee2) assay, a customer performed an evaluation of serum and plasma samples for the same patients. The customer noted that the results of the plasma samples were elevated compared to the results from the serum samples. It is unknown if the atellica im ee2 results from plasma samples were reported to physician(s). There are no reports that treatment was altered or prescribed or adverse heath consequences based on the elevated atellica im ee2 results.